Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had a power issue - meter was reverting to setup mode. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened to. The patient stated that the alleged power issue began on (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that about one month after the alleged product issue started they developed "diabetic ketoacidosis". The patient required what was described as "routine" treatment for this condition in an intensive care unit in hospital. The patient also mentioned that upon arrival in hospital their blood glucose levels were life-threateningly high, but did not provide a specific blood glucose result which was obtained. The duration of the patient's stay in hospital was not communicated during the initial call. At the time of troubleshooting the cca noted that there was no misuse of the product, but the issue was not able to be resolved with training. The patient's products were requested for evaluation. This complaint is being reported because patient was unable to test their blood glucose due to the power issue with the subject meter. The patient subsequently experienced symptoms indicative of serious injury which required medical intervention after the alleged product issue began.